Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced recurrent infections at the implant site. The patient's infections were treated with antibiotics (specific dates not reported) however the issue could not be resolved. On (B)(6) 2016 the patient was prescribed with oral and topical (type not reported) antibiotics for inflammation near the implant site. The implanted device remains.